Event description:
The a3059 mayfield composite series skull clamp was in use on a patient when it slipped and the patient incurred a laceration. The doctor, a chief resident at the user facility, pinned the patient in the a3059 in the prone position and the patient was prepped for surgery. Just prior to placing the drape on the patient, there was movement in the clamp that resulted in the patient slipping out of the clamp. The patient incurred a laceration on the face. A revision / medical intervention was required, however, details were not provided at the time of this report. The incident led to a one (1) hour delay in the surgery. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 19jan2017. The investigation included: methods: -evaluation of actual device, -review of device history records, -review of complaint history. Results: evaluation of device: engineering was not able to confirm the customer complaint as the statement was broad. Thus, engineering inspected the part¿s lock/unlocking mechanisms and torque screws¿ output forces. The skull clamp was mounted onto their fixture and got assembled with a wooden block as pictured below. The starbursts threads from both sides worked perfectly. The skull clamp¿s lock/unlock mechanism work fine as intended. Also, the skull clamp¿s rocker/swivel interface rotates smoothly on its axis. Also, the torque screw was subjected to test procedure, tp1419, where the pressures were checked at 20, 40, 60, and 80 lbs. At intervals +/- 4 lbs. Deviation and it was within specifications: the device history record for the unit(s) listed in this complaint under lot code/work order: (B)(4) on 01/29/19. A total of (B)(4) were produced of this lot. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. No manufacturing or design related trend has been identified. Conclusion: engineering was not able to confirm the customer complaint about the skull clamps ¿slipping¿. All the inspections necessaries were performed and none of the characteristics malfunctioned. This issue will be monitored for trending.